Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, a stylet could not be fully inserted into the lead's body. The lead was removed from the pocket to be flushed out but there was blockage within the lead. The lead was no longer used and a replacement lead was successfully implanted at that time.